Manufacturer narrative:
Continued from d.11: 150 ml baxter bag lot dr18k23083 intravia container; td (B)(6) 2019 the customer¿s report of a separation near the upper fitment was confirmed. Visual inspection found the set was received with the silicone segment completely torn apart. Closer inspection of the tear under a lab microscope observed the tear to be jagged. No tool marks were observed. No functional testing could be performed due to the tear in the silicone segment and the obvious leaking that would occur. The root cause of the tear could not be definitively determined.

Event description:
It was reported that during an infusion of IV fluids on 10 west tower neuroscience/ neurosurgery, the tubing separated and leaked at the upper fitment. It was quickly recognized and the IV tubing was disconnected from the patient. The customer reported no injury to the patient.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during an infusion of IV fluids on 10 west tower neuroscience/ neurosurgery, the tubing separated and leaked at the upper fitment. It was quickly recognized and the IV tubing was disconnected from the patient. The customer reported no injury to the patient.